Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with reflin (1 gm, frequency, duration, and route not reported), and amikacin (dose, duration, frequency, and route not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.